Event description:
It was reported that the myocardial left ventricular (mlv) lead was attempted, but not used due to placement difficulty. After the patient was removed from coumadin and the lungs were collapsed, a new mlv lead was placed. After the new mlv lead placement, the patient suffered a stroke. The mlv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).